Manufacturer narrative:
Concomitant medical devices: 5076-58, lead, implanted: (B)(6) 2004. Product event summary: the device was returned and analyzed. Return product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an infection. The device was removed. No further patient complications have been reported as a result of this event.